Event description:
It was reported that during final implantation of the articular surface prosthesis, the articular surface could not be properly placed and effectively locked, and it was removed and replaced with a new component. The event occurred intra-operatively during final implantation while following the surgical technique. There was no patient impact, no surgical delay attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D1: brand name. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size gh 10 mm height. G2: foreign, event occurred in china. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,d9,e1,e2,e3,g1,g3,g6,h1,h2,h3,h4,h6. The cmp was confirmed. Visual examination of the returned product identified flaring and compression of the dovetail feature with additional damage to the extraction slot, along with dings and gouges on the posterior corners. Review of the device history record identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause is attributed to use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in nexgen lps fixed surgtech page 47. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.